Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot# v423799, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional via the manufacturer representative reported the patient's symptoms returned, and they were also having "curling" in their toes at times. It was noted that there were no known contributing factors that led to the reported issue. The troubleshooting performed was noted as an impedance and battery check. The interventions and actions taken to resolve the issue was that they did a replacement. It was noted that the lead was partially explanted because the lead fractured and the distal end was left in the patient. It was stated that the issue was resolved at the time of the report. The patient was implanted for urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.